Event description:
A pt with defibrillator (aicd) received inappropiate shocks. The physician performed and invasive procedure and found an abrasion on one of the pt's rate sensing leads 4 cm from the connector. The physician elected to remove the leads from service and implant a bipolar endocardial tined lead the leads were capped and remain implanted. Implant date-na. Removed from service-na total implant time-approx 34 mo.